Event description:
It was reported that the pump touch screen was cracked and unresponsive. Blood glucose was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.